Manufacturer narrative:
Investigation summary: one carton containing fourteen sealed 31 g x 5 mm pen needle samples and five photos were returned from lot. No. 8128640, cat. No. 320632. Visual examination was carried out on the returned photos and samples and no issues were observed. Investigation conclusion: visual examination was carried out on the returned photos and samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen needle 14pk 31x5 (B)(6) had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: local rcc received assistant investigation request from the local authority. Need manufactory help to identify the authenticity of the suspicious product and provide the investigation letter.